Event description:
Damaged device. During the procedure, the physician notes that the distal part of the guidewire, which was already inserted in the catheter, frays. Moreover, he found some "debris" on his wet compress and a blue color faded. Despite the issue, the procedure was completed with this guidewire, which was thrown away. However, the physician would like to send an each of the same lot.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.